Event description:
The hospital staff reported that the customer was in the orthopedic department of the healthcare facility. The facility used the guide system to test the patient's blood glucose and received a result of "lo" mg/dl (which on the system indicates a result of less than 10 mg/dl). The patient was not experiencing any low blood glucose symptoms, but due to this erroneous low result the nurse treated the customer with sugar. A short time after the customer suffered from hyperglycemia, it is unknown if any treatment was given for the elevated blood glucose levels. A short time later the customer recovered and felt fine.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states